Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found of specification in relation to the reported "power failure" which was confirmed through the presence of "improper shutdown" in the event history log. Evaluation determined a possible failing battery to be the cause of the reported symptom due to heat damage found to the rear case, which also caused a component of the baxflex to overheat. The rear case backflex assembly and processor shielding were replaced to correct this condition.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump had power failure. It was also reported there was no patient involvement.